Manufacturer narrative:
This supplemental report is being submitted to inform updates on lot number. The lot number was updated from lot ac20099560 to lot ic.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The reported issue was found during reprocessing, the reported failure was likely caused by excessive force being applied or a strong impact having occurred to the device as stated on the IFU (instruction for use) and as a preventive measure, the user manual states: damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments, or allow them to be struck by other objects olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the device ceramic tip was observed to be damaged. The device was placed for repair. Based on evaluation findings, the reported issue was confirmed. A root cause to the failure is unknown. Likely probable cause could be attributed to users handling and or maintenance issue. This MDR is being submitted retrospectively as part of a remediation effort related to the recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required reporting.

Event description:
It was reported that the device was found with broken ceramic tip. The issue occurred during reprocessing. There was no patient involvement on this report. No user harm or injury reported due to the event.